Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the reported complaint. The pneumatic block was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.